Event description:
A composite of 7 pts on total parenteral nutrition requiring fingerstick blood glucose results showed that at the maximum rate of parenteral nutrition, glucose levels have been lower than one half hr off the therapy and/or low (hypoglycemic, nonsymptomatic) one-half hour off parenteral nutrition. Peripheral lab draws verify inaccurate glucose results in some of these pts. Goals: 1) to ensure accurate results of fingerstick blood glucose meters 2) to eliminate the need for extra nursing vistis due to questionable hypoglycemia. Problem/description: staff has recently experienced a high number of questionable hypoglycemic fingerstick blood glucose levels. This has necessitated rns making extra nursing visits 1) to monitor pt technique on the glucose meter, 2) draw peripheral blood glucose levels to assure clinical safety, and to 3) assess the need to change tpn therapy in terms of calories or cycling time. Action taken: staff called the MFR of the rsg blood glucose monitor who stated that there is no quality control in this model and offered no suggestions to ensure the avoidance of technical error. Staff contacted a 3rd party nurse specialist, who recommended discontinuing the purchase of this model recommending a change to the accucheck advantage. The facility examined the cost of both models and test strips. A change to this model would result in a total cost of $80.42 (meter: $49.95, strips $30.47) which is $33.37 more than the previous model. However, clinically accurate blood glucose levels are the primary concern. Additionally, if each of these pts required 1 extra nursing visit at $120 per visit, changing meters may actually be more cost-effective by not needing unscheduled nursing visits and extra peripheral laboratory tests.